Event description:
The device involved in this case has been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case has failed functional testing. The testing was escalated to a blood test, which passed. The meter involved in this case was also returned and tested with no fault found. If any add'l info is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.